Manufacturer narrative:
An event of physician not liking the way the valve was seated was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2021, a 31 mm epic stented porcine heart valve w/flexfit system was successfully implanted. During post-op echo, the surgeon didn't like the way the valve was sitting. The valve was removed and another 31 mm epic stented porcine heart valve w/flexfit system was implanted. There is no allegation of malfunction against the abbott device. The patient is recovering with no adverse health consequences reported.